Manufacturer narrative:
The customer was sent a replacement pump. In follow-up with a medela clinician on (B)(6) 2016, the customer stated that the replacement pump was causing less pain, but she was being treated for a yeast infection. The customer has since not reported any issues. The pump in style advanced (pnsa) starter breast pump was received on 8/11/16 and evaluated by quality engineering on 8/19/16. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast infection. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing pain while pumping with her pump in style advanced (pnsa) starter breast pump.